Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely elevated architect prolactin result on a non-pregnant female patient. Results provided: sid (B)(6) = 867 miu/ml, alinity at another laboratory = 518 miu/ml (normal range for both methods: 109-557 miu/ml). No impact to patient management was reported.

Manufacturer narrative:
This follow up is being submitted to include the initial coding in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.

Manufacturer narrative:
The complaint investigation for false elevated architect prolactin result included a search for similar complaints, and review of complaint text, trending data, labeling, and device history records. In-house accuracy testing of reagent lot 35290ud00 was completed. Return testing was not completed as returns were not available. Trending review determined no trends for the issue for the product. Device history record review on lot 35290ud00 did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. In house accuracy testing of panels which mimic patient samples was completed using a retained sample of the complaint lot. All specifications were met indicating that the lot is performing acceptably. Based on the investigation, no systemic issue or deficiency of the architect prolactin assay, lot number 35290ud00 was identified.